Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was suddenly affected and channels with abnormal impedances were discovered. Reportedly, only 6 channels are available for stimulation. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, imaging showed one extra-cochlear channels due to a post-operative migration. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was suddenly affected and channels with abnormal impedances were discovered. Reportedly, only 6 channels are available for stimulation. The user has been re-implanted.